Manufacturer narrative:
Device was received with blank display due to moisture damage on electronic assembly. Device was received with cracked battery tube threads, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that they experienced high blood glucose level. The customer's blood glucose level was 29 mmol/l. The customer did not mention any treatment for high blood glucose level. The customer did not mention any symptom related to high blood glucose level. The customer also reported that the insulin pump was exposed to moisture. The customer reported that the insulin pump was not working and had a blank screen. The customer also reported that the insulin pump had crack on the back of the insulin pump and down the battery area. The insulin pump will be returned for analysis.